Manufacturer narrative:
Product event summary # o-arm grainy 2d images. Product analysis # (B)(4). Mnav comment subject: work order: (B)(4). Mnav comment ID: (B)(4). Mnav comment: imaging modalities: fail; failures: 2d,3d; summary: found system not connecting to the mvs. Resolved: yes. Mnav action/resolution: replaced interconnect cable. System is now operational. A medtronic representative went to the site to test the equipment. Testing revealed that the system could not connect to the mobile viewing station (mvs). The interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the 1st set of images were good but the 2nd set of images were grainy. After the 2nd set of images the system said to re-connect then it said to reach out for service. The site aborted navigation and continued the procedure with a c-arm. There was a delay to the procedure of 20 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvs interface was returned to the manufacturer for analysis. Analysis found that while using a cable validator the bench test failed. The gbit test failed due to line 1 and 2 being opened/ cable passed continuity test and 100t. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.